Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6) 2010, cholecystectomy in (B)(6) 2010, uterine bleeding, gallbladder operation and gastric bypass. Previously administered products included for an unreported indication: cephalosporins. Concurrent conditions included ovarian cyst, nickel sensitivity, vitamin b12 decreased and herniated disc. Concomitant products included alprazolam since (B)(6) 2017, colecalciferol (cholecalciferol) since (B)(6) 2017, cyanocobalamin since (B)(6) 2017, fluticasone since (B)(6) 2017, medroxyprogesterone acetate (depo provera), methadone, norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet), sertraline since (B)(6) 2017 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infections"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea") and dysuria ("urinary pain"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, back pain, depression and anxiety had resolved and the menstrual disorder, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, vaginal discharge, alopecia, dysmenorrhoea and dysuria outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary. Left ovary: sonographically normal; no left adnexal lesions. Free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs received. Event added: urinary pain. Concomitant diseases, historical conditions, concomitant drugs and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area"), pelvic inflammatory disease ("pid") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6) 2010, cholecystectomy in (B)(6) 2010, uterine bleeding, gallbladder operation, gastric bypass, application site allergy from (B)(6) 2011 to (B)(6) 2013, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain, cephalgia, vision abnormal, abdominal cramps, vulvovaginal candida, urination pain, gallstones, abdominal pain, cholecystectomy and melena. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included ovarian cyst, nickel sensitivity, vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, neck pain, paresthesia, cervicalgia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, lower urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial (she has some itching and irritation of the vagina), diarrhea, calf pain, black stools and melena. Concomitant products included alprazolam since (B)(6) 2017, amoxicillin, butalbital;caffeine;paracetamol (fioricet), colecalciferol (cholecalciferol) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2018, cyanocobalamin since (B)(6) 2017, ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2017, gabapentin since (B)(6) 2018, medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, sertraline since (B)(6) 2017, trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In april 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infections"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish/ anxiety"). In june 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea"), dysuria ("urinary pain"), anaemia ("anemia") and the second episode of allergy to metals ("nickel allergy") and was found to have vitamin b12 decreased ("low b12"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy,) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety and dysuria had resolved and the pelvic inflammatory disease, anaemia, the last episode of allergy to metals and vitamin b12 decreased outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered alopecia, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin b12 decreased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium: normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary. Left ovary: sonographically normal; no left adnexal lesions. Free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain ,anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding, pid, headache, dysmenorrhea,pain after intercourse(dyspareunia),heavy vaginal bleeding(vaginal haemorrhage). Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received: event nickel allergy and low b12 were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6) 2010, cholecystectomy in (B)(6) 2010, uterine bleeding, gallbladder operation, gastric bypass and application site allergy from (B)(6) 2011 to (B)(6) 2013. Previously administered products included for an unreported indication: cephalosporins. Concurrent conditions included ovarian cyst, nickel sensitivity, vitamin b12 decreased and herniated disc. Concomitant products included alprazolam since (B)(6) 2017, colecalciferol (cholecalciferol) since (B)(6) 2017, cyanocobalamin since (B)(6) 2017, fluticasone since (B)(6) 2017, medroxyprogesterone acetate (depo provera), methadone, norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017, oxycodone hydrochloride; paracetamol (percocet), sertraline since (B)(6) 2017 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infections"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea") and dysuria ("urinary pain"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety and dysuria had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary left ovary: sonographically normal; no left adnexal lesions free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jan-2019: plaintiff fact sheet received- medical history updated. Outcomes of events menstruation issues, bladder infections, mood swings, uti infections, migraines, headaches, nausea, nickel allergy, vaginal discharge, hair loss, dysmenorrhea(cramping), urinary pain were updated from unknown to recovered / resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area"), pelvic inflammatory disease ("pid") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6) 2010, cholecystectomy in (B)(6) 2010, uterine bleeding, gallbladder operation, gastric bypass, application site allergy from (B)(6) 2011 to (B)(6) 2013, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain, cephalgia, vision abnormal, abdominal cramps, vulvovaginal candida, urination pain, gallstones, abdominal pain, cholecystectomy, melena, snoring, sleep unwell, edema lower limb, sleep apnea, vision abnormal, dizziness, otalgia, unspecified, warts, chest pain, vaginal itching, vertigo and tonsillitis. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included ovarian cyst, nickel sensitivity since (B)(6), vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, neck pain, paresthesia, cervicalgia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, lower urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial (she has some itching and irritation of the vagina), diarrhea, calf pain, black stools, melena, aortic valve disease, cardiac murmur, vulvovaginal candidiasis, morbid obesity, tobacco use disorder, hearing loss and pelvic adhesions. Concomitant products included alprazolam since (B)(6)2017, amoxicillin, azithromycin, butalbital;caffeine;paracetamol (fioricet), colecalciferol (cholecalciferol) since (B)(6)2017, colecalciferol (vitamin d) since(B)(6) 2018, cyanocobalamin since (B)(6) 2017, ergocalciferol, ergocalciferol (vitamin d2), ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6)2017, gabapentin since (B)(6)2018, medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6)2017 to (B)(6)2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, sertraline since (B)(6)2017, trazodone and vitamin d nos (vitamin d). On(B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection type : bladder infections"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("infection type : uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or pyschiatric problems - condition : depression") and anxiety ("psychological or pyschiatric problems - condition : mental anguish/ anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), nausea ("nausea"), dysuria ("urinary pain") and anaemia ("anemia") and was found to have vitamin b12 decreased ("low b12"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy,) and iron infusions. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety, dysuria, anaemia and allergy to metals had resolved and the vitamin b12 decreased outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vitamin b12 decreased to be related to essure. The reporter commented: discrepancy noted : in previous version date of birth were given as (B)(6)1980 but now it is given as (B)(6)1980. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary left ovary: sonographically normal; no left adnexal lesions free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast.. Pathology test - on(B)(6)2011: preoperative diagnoses: abdominal pain, possible adhesions, possible internal hernia, and possible ventral hernia. Postoperative diagnoses: abdominal pain and adhesions. Procedures performed: diagnostic laparoscopy with lysis of adhesions.. Pregnancy test urine - on (B)(6)2017: negative. Smear cervix - in (B)(6): hpv negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain ,anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding, pid, headache, dysmenorrhea,pain after intercourse(dyspareunia),heavy vaginal bleeding(vaginal haemorrhage) most recent follow-up information incorporated above includes: on 3-apr-2019: pfs and mr received : outcome of events, " pelvic inflammatory disease, nickel allergy and anemia" were changed to "recovered/resolved". Reporter contact information was added. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. In (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced cystitis ("bladder infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) , the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, depression and anxiety had resolved and the menstrual disorder, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, vaginal discharge, alopecia, dysmenorrhoea and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area"), pelvic inflammatory disease ("pid") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6) 2010, cholecystectomy in (B)(6) 2010, uterine bleeding, gallbladder operation, gastric bypass, application site allergy from (B)(6) 2011 to (B)(6) 2013, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain and cephalgia. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included ovarian cyst, nickel sensitivity, vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, gilbert's syndrome, neck pain, paresthesia, cervicalgia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, lower urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial, diarrhea and calf pain. Concomitant products included alprazolam since (B)(6) 2017, amoxicillin, butalbital;caffeine;paracetamol (fioricet), cholecalciferol (cholecalciferol) since (B)(6) 2017, cholecalciferol (vitamin d) since (B)(6) 2018, cyanocobalamin since (B)(6) 2017, ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2017, gabapentin since (B)(6) 2018, medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6) 2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, sertraline since (B)(6) 2017, trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infections"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea"), dysuria ("urinary pain") and anaemia ("anemia"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy,) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety and dysuria had resolved and the pelvic inflammatory disease and anaemia outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary. Left ovary: sonographically normal; no left adnexal lesions. Free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain ,anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding". Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pid. Most recent follow-up information incorporated above includes: on 8-feb-2019: pfs received. Reporter added. Event anemia added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area'), pelvic inflammatory disease ('pid') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included application site allergy from (B)(6) 2011 to (B)(6) 2013, cholecystectomy in (B)(6) 2010, gilbert's syndrome in (B)(6) 2010, anemia, multigravida, parity 3 (quadriceps tendon), asthma, sleep apnea, uterine bleeding, gallbladder operation, gastric bypass, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain, cephalgia, vision abnormal, abdominal cramps, vulvovaginal candida, urination pain, gallstones, snoring, sleep unwell, edema lower limb, vision abnormal, dizziness, otalgia, unspecified, warts, chest pain, vaginal itching, vertigo, tonsillitis, throat pain, hearing loss, neck strain, motor vehicle accident, nervousness, tingling (symptoms increase with sitting, standing, walking, and squatting), cystic joint degeneration, tendon disorder, quadriceps tendon rupture, arthralgia, blurry vision, joint dysfunction (thoracic joint dysfunction, lumbar joint dysfunction, dysfunction of spinal joints,), paraesthesia, mobility decreased, hypertonicity, back muscle spasms, postural instability, blurry vision, pain in eyes, ringing in ears, loss of smell, confusion, iron deficiency, neck sprain and cervical spasm. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included nickel sensitivity since 1990, ovarian cyst, vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, neck pain, paresthesia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial (she has some itching and irritation of the vagina), diarrhea, calf pain, black stools, melena, aortic valve disease, cardiac murmur, vulvovaginal candidiasis, morbid obesity, tobacco use disorder, hearing loss, pelvic adhesions, rash, hives, myelopathy, sexual transmission of infection, neisseria gonorrhoeae infection, dysequilibrium, motion sickness, weight loss, joint swelling, arthralgia, sleep disturbance, dysphoria, cardiovascular disease, unspecified, degenerative disc disease, lumbar radicular pain, lumbago, sciatica, hypertonicity, heart murmur, dyspnoea exertional and sinusitis. Concomitant products included alprazolam since (B)(6) 2017, amoxicillin, azithromycin, buprenorphine (butrans), butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), colecalciferol (cholecalciferol) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2018, colecalciferol (vitamin d3), cyanocobalamin since (B)(6) 2017, duloxetine hydrochloride (cymbalta), ergocalciferol, ergocalciferol (vitamin d2), ethinylestradiol; etonogestrel (nuvaring), fluticasone since (B)(6) 2017, gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), lidocaine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6) 2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, propranolol hydrochloride (propanol), sertraline hydrochloride (zoloft), sertraline since (B)(6) 2017, trazodone, vitamin b12 nos (vitamin b 12) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection type : bladder infections"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection type : uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or pyschiatric problems - condition: mental anguish/ anxiety") and vaginal infection ("vag. Infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge (" abnormal vag. Discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), nausea ("nausea"), dysuria ("urinary pain"), anaemia ("anemia") and cervicitis ("cervicitis") and was found to have vitamin b12 decreased ("low b12"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy ) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety, dysuria, anaemia and allergy to metals had resolved and the vitamin b12 decreased, vaginal infection and cervicitis outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin b12 decreased to be related to essure. The reporter commented: discrepancy noted: in previous version date of birth were given as (B)(6) 1980 but now it is given as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary. Left ovary: sonographically normal; no left adnexal lesions. Free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: modest central to left sided l3-4 disc bulge which is more than likely responsible for her symptoms; on (B)(6) 2016: extensive subcutaneous edema anterior to the patellar tendon with a small knee joint effusion. Mild cystic degeneration of the anterior cruciate ligament. Mild tendinosis of the quadriceps tendon. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast. Pathology test - on (B)(6) 2011: preoperative diagnoses: abdominal pain, possible adhesions, possible internal hernia, and possible ventral hernia. Postoperative diagnoses: abdominal pain and adhesions. Procedures performed: diagnostic laparoscopy with lysis of adhesions. Pregnancy test urine - on (B)(6) 2017: negative. Smear cervix - in (B)(6) 2013: hpv negative. Ultrasound abdomen - on an unknown date: small gallbladder stones and/or sludge. No evidence of cholecystitis or biliary duct dilation. 2. Liver and spleen are at the upper limits of normal in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain, anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding, pid, headache, dysmenorrhea,pain after intercourse(dyspareunia),heavy vaginal bleeding(vaginal haemorrhage), headache, pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event vaginal infection,cervicitis was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced cystitis ("bladder infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections") and nausea ("nausea"). The patient was treated with total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and essure removal on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the menstrual disorder, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, vaginal discharge, alopecia, dysmenorrhoea and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), mood swings, infection (bladder/ urinary tract/vaginal), migraines, headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss, lower back pain and dysmenorrhea. Outcome of following events has been changed from unknown to recovered/resolved: fatigue, pain with intercourse, pelvic pain, abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area"), pelvic inflammatory disease ("pid") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, multigravida, parity 3, asthma, sleep apnea, gilbert's syndrome in (B)(6)2010, cholecystectomy in (B)(6)2010, uterine bleeding, gallbladder operation, gastric bypass, application site allergy from (B)(6)2011 to (B)(6)2013, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding and weight gain. Previously administered products included for allergy: cephalexin; for an unreported indication: cephalosporins. Concurrent conditions included ovarian cyst, nickel sensitivity, vitamin b12 decreased, herniated disc and sulfonamide allergy. Concomitant products included alprazolam since (B)(6)2017, cholecalciferol (cholecalciferol) since (B)(6)2017, cyanocobalamin since (B)(6)2017, ethinylestradiol;levonorgestrel (nuvaring), fluticasone since (B)(6)2017, medroxyprogesterone acetate (depo provera), methadone, norethisterone acetate (aygestin) from (B)(6)2017 to (B)(6)2017, oxycodone hydrochloride;paracetamol (percocet), sertraline since (B)(6)2017 and vitamin d nos (vitamin d). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6)2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infections"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced back pain ("lower back pain"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), urinary tract infection ("uti infections"), nausea ("nausea") and dysuria ("urinary pain"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy) and iron infusions. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety and dysuria had resolved and the pelvic inflammatory disease outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary left ovary: sonographically normal; no left adnexal lesions free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, anxiety, depression, migraines, pelvic pain. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pid. Most recent follow-up information incorporated above includes: on 17-jan-2019: medical record received. Events added: pid. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area'), pelvic inflammatory disease ('pid') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. Bay1454032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included application site allergy from (B)(6) 2011 to (B)(6) 2013, cholecystectomy in (B)(6) 2010, gilbert's syndrome in (B)(6) 2010, anemia, multigravida, parity 3 (quadriceps tendon), asthma, sleep apnea, uterine bleeding, gallbladder operation, gastric bypass, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain, cephalgia, vision abnormal, abdominal cramps, vulvovaginal candida, urination pain, gallstones, snoring, sleep unwell, edema lower limb, vision abnormal, dizziness, otalgia, unspecified, warts, chest pain, vaginal itching, vertigo, tonsillitis, throat pain, hearing loss, neck strain, motor vehicle accident, nervousness, tingling (symptoms increase with sitting, standing, walking, and squatting), cystic joint degeneration, tendon disorder, quadriceps tendon rupture, arthralgia, blurry vision, joint dysfunction (thoracic joint dysfunction, lumbar joint dysfunction, dysfunction of spinal joints,), paraesthesia, mobility decreased, hypertonicity, back muscle spasms, postural instability, blurry vision, pain in eyes, ringing in ears, loss of smell, confusion, iron deficiency, neck sprain, cervical spasm, cervicalgia, pharyngitis and menses irregular. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included nickel sensitivity since 1990, ovarian cyst, vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, neck pain, paresthesia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial (she has some itching and irritation of the vagina), diarrhea, calf pain, black stools, melena, aortic valve disease, cardiac murmur, vulvovaginal candidiasis, morbid obesity, tobacco use disorder, hearing loss, pelvic adhesions, rash, hives, myelopathy, sexual transmission of infection, neisseria gonorrhoeae infection, dysequilibrium, motion sickness, weight loss, joint swelling, arthralgia, sleep disturbance, dysphoria, cardiovascular disease, unspecified, degenerative disc disease, lumbar radicular pain, lumbago, sciatica, hypertonicity, heart murmur, dyspnoea exertional and sinusitis. Concomitant products included alprazolam since (B)(6) 2017, amoxicillin, azithromycin, buprenorphine (butrans), butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), colecalciferol (cholecalciferol) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2018, colecalciferol (vitamin d3), cyanocobalamin since (B)(6) 2017, duloxetine hydrochloride (cymbalta), ergocalciferol, ergocalciferol (vitamin d2), ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2017, gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), lidocaine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, propranolol hydrochloride (propanol), sertraline hydrochloride (zoloft), sertraline since (B)(6) 2017, trazodone, vitamin b12 nos (vitamin b 12) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection type : bladder infections"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("infection type : uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or pyschiatric problems - condition : depression"), anxiety ("psychological or pyschiatric problems - condition : mental anguish/ anxiety") and vaginal infection ("vag. Infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In (B)(6) 2009, the patient experienced vaginal discharge (" abnormal vag. Discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), nausea ("nausea"), dysuria ("urinary pain"), anaemia ("anemia"), cervicitis ("cervicitis") and hypersensitivity ("allergic reaction") and was found to have vitamin b12 decreased ("low b12"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy,) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety, dysuria, anaemia, allergy to metals and hypersensitivity had resolved and the vitamin b12 decreased, vaginal infection and cervicitis outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin b12 decreased to be related to essure. The reporter commented: discrepancy noted : in previous version date of birth were given as (B)(6) 1980 but now it is given as (B)(6) 1980. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary left ovary: sonographically normal; no left adnexal lesions free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: modest central to left sided l3-4 disc bluge which is more than likely responsible for her symptoms.; on (B)(6) 2016: extensive subcutaneous edema anterior to the patellar tendon with a small knee joint effusion. Mild cystic degeneration of the anterior cruciate ligament. Mild tendinosis of the quadriceps tendon. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast. Pathology test - on (B)(6) 2011: preoperative diagnoses: abdominal pain, possible adhesions, possible internal hernia, and possible ventral hernia. Postoperative diagnoses: abdominal pain and adhesions. Procedures performed: diagnostic laparoscopy with lysis of adhesions. Pregnancy test urine - on (B)(6) 2017: negative. Smear cervix - in (B)(6) 2013: hpv negative. Ultrasound abdomen - on an unknown date: small gallbladder stones and/or sludge. No evidence of cholecystitis or biliary duct dilation. 2. Liver and spleen are at the upper limits of normal in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain ,anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding, pid, headache, dysmenorrhea,pain after intercourse(dyspareunia),heavy vaginal bleeding(vaginal haemorrhage), headache, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information, lot number added. Event: allergic reaction added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area'), pelvic inflammatory disease ('pid') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 37-year-old female patient who had essure (batch no. Bay1454032-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included application site allergy from march 2011 to january 2013, cholecystectomy in (B)(6) 2010, gilbert's syndrome in (B)(6) 2010, anemia, multigravida, parity 3 (quadriceps tendon), asthma, sleep apnea, uterine bleeding, gallbladder operation, gastric bypass, weight loss, vomiting, epigastric pain, gonorrhea, chlamydial infection, intermenstrual bleeding, weight gain, abdominal cramps, nausea, abdominal distension, back pain (with radiation), sinusitis, pneumonia, cough, sinusitis, pyelonephritis, wrist pain, sprain, contusion, sore throat, knee sprain, cephalgia, vision abnormal, abdominal cramps, vulvovaginal candida, urination pain, gallstones, snoring, sleep unwell, edema lower limb, vision abnormal, dizziness, otalgia, unspecified, warts, chest pain, vaginal itching, vertigo, tonsillitis, throat pain, hearing loss, neck strain, motor vehicle accident, nervousness, tingling (symptoms increase with sitting, standing, walking, and squatting), cystic joint degeneration, tendon disorder, quadriceps tendon rupture, arthralgia, blurry vision, joint dysfunction (thoracic joint dysfunction, lumbar joint dysfunction, dysfunction of spinal joints,), paraesthesia, mobility decreased, hypertonicity, back muscle spasms, postural instability, blurry vision, pain in eyes, ringing in ears, loss of smell, confusion, iron deficiency, neck sprain, cervical spasm, cervicalgia, pharyngitis and menses irregular. Previously administered products included for an unreported indication: cephalexin, guaifenesin, phenylpropanolamine hydrochloride, cephalosporins, tramadol, cephalosporins, tylenol, scopolamine and scopolamine. Past adverse reactions to the above products included dizziness with tramadol; hypersensitivity with cephalexin, guaifenesin, phenylpropanolamine hydrochloride and scopolamine; rash with cephalosporins; and vision blurred with scopolamine. Concurrent conditions included nickel sensitivity since 1990, ovarian cyst, vitamin b12 decreased, herniated disc, sulfonamide allergy, abdominal operation, abdominal pain upper, diarrhea, neck pain, paresthesia, dysuria, blood in urine, urinary frequency, hematuria, urinary tract infection, low back pain, myalgia, dysthymia, xerostomia, obesity, rash (nonspecific), depression, adjustment disorder with depressed mood, insomnia, iron deficiency anemia, vitamin d deficiency, left upper quadrant pain, spotting vaginal, throbbing pain, vaginal pain, myofascial pain syndrome, urinary incontinence, pelvic discomfort, vaginitis bacterial (she has some itching and irritation of the vagina), diarrhea, calf pain, black stools, melena, aortic valve disease, cardiac murmur, vulvovaginal candidiasis, morbid obesity, tobacco use disorder, hearing loss, pelvic adhesions, rash, hives, myelopathy, sexual transmission of infection, neisseria gonorrhoeae infection, dysequilibrium, motion sickness, weight loss, joint swelling, arthralgia, sleep disturbance, dysphoria, cardiovascular disease, unspecified, degenerative disc disease, lumbar radicular pain, lumbago, sciatica, hypertonicity, heart murmur, dyspnoea exertional and sinusitis. Concomitant products included alprazolam since (B)(6) 2017, amoxicillin, azithromycin, buprenorphine (butrans), butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), colecalciferol (cholecalciferol) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2018, colecalciferol (vitamin d3), cyanocobalamin since (B)(6) 2017, duloxetine hydrochloride (cymbalta), ergocalciferol, ergocalciferol (vitamin d2), ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2017, gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), lidocaine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera), methadone, metronidazole (flagyl), norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenylpropanolamine hydrochloride, propranolol hydrochloride (propanol), sertraline hydrochloride (zoloft), sertraline since (B)(6) 2017, trazodone, vitamin b12 nos (vitamin b 12) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criterion medical significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection type : bladder infections"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("infection type : uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or pyschiatric problems - condition : depression"), anxiety ("psychological or pyschiatric') (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). In december 2009, the patient experienced vaginal discharge (" abnormal vag. Discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), nausea ("nausea"), dysuria ("urinary pain"), anaemia ("anemia"), cervicitis ("cervicitis") and hypersensitivity ("allergic reaction") and was found to have vitamin b12 decreased ("low b12"). The patient was treated with azithromycin (azo), iron, keratin, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy and underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy,) and iron infusions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menstrual disorder, menorrhagia, cystitis, mood swings, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, dysmenorrhoea, back pain, depression, anxiety, dysuria, anaemia, allergy to metals and hypersensitivity had resolved and the vitamin b12 decreased, vaginal infection and cervicitis outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anaemia, anxiety, back pain, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin b12 decreased to be related to essure. The reporter commented: discrepancy noted : in previous version date of birth were given as (B)(6) 1980 but now it is given as (B)(6) 1980. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: uterus: normal without fibroids or other focal uterine abnormalities. Endometrium :normal thickness. No fluid in the uterine cavity. Right ovary: there is a collapsing 2.2 cm cyst on the right ovary left ovary: sonographically normal; no left adnexal lesions free fluid: none. Other: no significant ancillary findings. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: modest central to left sided l3-4 disc bluge which is more than likely responsible for her symptoms.; on (B)(6) 2016: extensive subcutaneous edema anterior to the patellar tendon with a small knee joint effusion. Mild cystic degeneration of the anterior cruciate ligament. Mild tendinosis of the quadriceps tendon.. Mammogram - on an unknown date: a metal ornament partly obscures the left nipple. There are no suspicious clusters of microcalcifications, dominant masses, or areas of architectural distortion in either breast.. Pathology test - on (B)(6) 2011: preoperative diagnoses: abdominal pain, possible adhesions, possible internal hernia, and possible ventral hernia. Postoperative diagnoses: abdominal pain and adhesions. Procedures performed: diagnostic laparoscopy with lysis of adhesions.. Pregnancy test urine - on (B)(6) 2017: negative. Smear cervix - in (B)(6) 2013: hpv negative. Ultrasound abdomen - on an unknown date: small gallbladder stones and/or sludge. No evidence of cholecystitis or biliary duct dilation. Liver and spleen are at the upper limits of normal in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy, fatigue, dyspareunia, back pain ,anxiety, depression, migraines, pelvic pain, vaginal discharge, abnormal bleeding, pid, headache, dysmenorrhea,pain after intercourse(dyspareunia),heavy vaginal bleeding(vaginal haemorrhage), headache, pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy and a cystourethroscopy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.